Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), product type: implantable neurostimulator - a separate report will be sent for this device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient had their ins replaced, and prior to the surgery, the rep tested impedances and they were high on contact 3. The rep did not know when the high impedances were first identified. When in surgery, when connecting the leads to the new ins, impedances were showing out of range for different contacts and the impedances were different when the leads were connected to the new ins compared to using a wireless neurostimulator (wens) as well as when channels were swapped. The out of range impedance readings were reported to be the following: leads connected to new ins: >40,000 ohms on contacts 2-7, 10, 12-15. Leads connected to the new ins but in the opposite port: >40,000 ohms on contacts 1, 2, 5, 7 and 15. Leads connected to a wens: >40,000 ohms on contacts 3 and 6. Leads connected to same wens but opposite slots: >40,000 ohms on contacts 11 and 14. Leads connected again to the new ins: >40,000 ohms on contacts 2, 5 and 7, 9-15 and "avoid / possible open" on contact 13. The surgeon disconnected the leads, wiped off and reinserted in the same ports and tested again: >40,000 ohms on contacts 2, 5, 7, and 9-15. They then moved the leads to the opposite port of the new ins and tested again: >40,000 ohms on contacts 7, 9, and 11-15. The physician then loosened and re-tightened the set screw for port 8-15 and tested again: >40,000 ohms on contacts 0-7 and 14-15. The rep reported there weren't any issues removing the leads from the old ins nor any issues inserting the leads into the new ins. The physician did mention that on the 8-15 port of the new ins, the setscrew didn't unscrew easily at first, but the physician did indicate that resolved, however they suspected an issue with the 8-15 port. Technical services (tss) did have them connect the leads to the old ins to attempt to run impedances, but the old ins was too low to sustain a tablet session. No symptoms were reported. It was reviewed that due to the inconsistent impedance readings, it could not be determined which device was causing the high impedances. The physician decided to implant the new ins and have the rep attempt to reprogram around the out of range contacts, and would replace the leads at a later date. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 97715, serial# (B)(4), implanted: (B)(6) 2020. Product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the device was discarded. Patient's weight was unknown. The cause of high and inconsistent impedances was not determined. The impedance issue was not resolved. Patient was getting good coverage using part of one lead so the doctor was going to wait to change leads. The provided information was confirmed with the physician/account. No further complications were reported.